Event description:
Vascular closure device being used to close an artery after a cardiac catheterization. "The delivery device was defective when we used it on the patient. It didn't close the artery, so we closed it another way."